Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9345888. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200867441] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 29ga 1/2in bls 400 sg had a safety shield failure. The following information was provided by the initial reporter: material no.: 305392 batch no.: 9345888. It was reported the safety mechanism failed to cover the used needle then detached from the product. Per email: details of complaint (reported issue): our customer has indicated the following: "when nurse attempted to engage protective needle cover after using the needle on a patient , when pushing up the protective cover , the protective cover did not lock in place over the used needle , instead it detached from the product."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 29ga 1/2in bls 400 sg had a safety shield failure. The following information was provided by the initial reporter: material no.: 305392 batch no.: 9345888. It was reported the safety mechanism failed to cover the used needle then detached from the product. Per email: details of complaint (reported issue): our customer has indicated the following: "when nurse attempted to engage protective needle cover after using the needle on a patient , when pushing up the protective cover , the protective cover did not lock in place over the used needle , instead it detached from the product."